Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that starting on (B)(6) 2015 she had a shooting shock down her back. Her stimulation was too high and she wanted to adjust stimulation. The patient bent a lot for work. She tried using the patient programmer to adjust the setting and was unable to adjust with the programmer or get the programmer to communicate on (B)(6) 2015. She had replaced the batteries. The patient programmer was not powering on and a new programmer was sent to the patient. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.